Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had ringing in her ears when scs was on. A reprogramming session for on (B)(6) 2021 was set up. Her work schedule and dart league allowed us to meet for 1/2 hour today. There were no reported external, environmental, patient factors that contributed to the reported event. The patient was reprogrammed on (B)(6) 2021 to lower frequency settings . When programming patient, the patient turned off their scs. She commented she had ringing in her ears even though the scs was off. When the scs was turned on, she still had ringing in her ears. The patient was reprogrammed with fewer electrodes and lower amplitude. It was agreed to try the new settings for a few days and patient will call with follow up. Patient did call around 5:00pm she is still having ringing in her ears with the new settings and is getting a headache. This is happening when the device is on as well as off. Notified dr. (B)(6) and he will refer her to primary care provider. On (B)(6) 2021 e1 (rep): additional information was received from the rep and it was reported that patient is coming in on (B)(6) and will be able to provide follow up. It should also be noted her original scs trial was cancelled due to a positive covid test. One of the noted side effects of covid is tinnitus. 2021-03-08 rtg0142825: additional information was received from the rep. Patient reports ringing in ears when programmed in dtm. Patient was previously seen and programming was modified and patient reported only ringing in one ear. Ringing is reported to be 24/7 with stim on. Last week patient turned off stimulation and the ringing stopped. Today caller met w/ patient and programmed to conventional low dose programming and the per patient did not hear the ringing. Patient to report back if ringing in ears starts again. Patient tested positive for covid around the beginning of november - trial date was on (B)(6) and programmed dtm w/o ringing in ears w/ wens. Once implanted in december is when patient started hearing the ringing. Additional information received from rep responding from follow up sent. Rep reported they talked to dr. (B)(6) this evening and he stated the ringing in her ears has stopped. Amy hollister reprogrammed her stimulator to conventional ld settings and she is getting pain relief and no ringing. Dr. (B)(6) still does not know what was causing the ringing in the ears. Rep reported that patient had a successful explant due to continued sensation of ringing in both her ears when stimulation is in use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the device was explanted on (B)(6) 2022 and the device was disposed of by the customer.